Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's personal diabetes manager (pdm) gave an uncommanded bolus. Specific bg levels, occurrence date, patient consequence and treatment information were not provided.